Event description:
Pt reported having problems with IV disp pin leaking from vial. Unknown if pt missed a dose or experienced an adverse event. Unknown if available for return. No other information provided. Pt requested to send her vial adapter q-style instead. Reported to (B)(6) by pt/caregiver.